Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up with multiple episodes of p-wave oversensing and single episode of post-paced t-wave oversensing were noted a stored egm. Programming changes were made.